Manufacturer narrative:
Investigation of this case revealed insufficient information to identify a device malfunction or use error. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user participating in a blind survey experienced hypoglycemia characterized by nighttime low glucose values early in use. Symptoms included signs consistent with low blood glucose. Outcomes included transient limitation in daily activities due to the event. Investigation included a review of available survey responses.